Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had an overvoltage error message. This error may cause the system to shut down. There is no report of report of injury or death associated with the event described in this complaint.